Event description:
It was reported that a lead safety switch (lss) from bipolar to unipolar configurations was triggered due to this right ventricular (rv) lead exhibiting high out of range pacing impedances. Technical services (ts) was consulted for further review of the presenting electrogram (egm). Ts reviewed the presenting egm and confirmed the rv lead pacing impedance measured to be 2019 ohms which is considered to be high out of range. Ts discussed possible causes with the health care professional (hcp) and recommended for patient to be scheduled for an in-person visit for further lead evaluation. At this time, the rv lead remains in service. No adverse patient effects were reported.